Manufacturer narrative:
During a different patient the accuracy of the arcadis orbic gen2 system was noted as being out of tolerance. The system was checked for accuracy by a brainlab representative and found to be out of tolerance. Siemens has provided the customer with a calibrated demonstration unit until the existing system is repaired. The angulation and swivel brake as well as the entire cable module have been replaced on the system. The system has been brought back to specifications and is within tolerance. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received.

Event description:
It was reported to siemens that the arcadis orbic system in conjunction with brainlab seemed to be out of tolerance by as much as 5 mm. No injuries are attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
A 3d navigation calibration was performed by siemens and a brainlab representative. The system 3d calibration was successfully tested for accuracy within 2 mm tolerance (approx. 0.25 mm accuracy). The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. (B)(6).